Manufacturer narrative:
The reported ultra fast-fix ab curved assembly, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 dislodged from the delivery needle after deployment of t1. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: moving the needle out of the field of view after deployment of t1 causing t2 to be stripped off the needle. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscus repair procedure, t1 was deployed and t2 fall off. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.